Event description:
It was reported that the patient had bradycardia and the right ventricular lead was found to be oversensing. The device was reprogrammed and medications were adjusted; however, the patient was reported to be "not feeling well". A lead revision is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.